Event description:
Device malfunction: failure to deploy - thumb advancer/loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer would only advance half way down the sheath and the device came out of the artery. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.